Event description:
Information was received from a patient regarding an implantable neurostimulator (INS). The patient mentioned that they had a replacement of their old INS because it flipped and they couldn't charge any longer. Patient stated the device only lasted about 3 years, agent reviewed longevity and patient stated that was not the case for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.